Event description:
It was reported that a user experienced a low blood glucose episode at home and became unresponsive, prompting the spouse to be instructed to contact emergency services. Symptoms included hypoglycemia with loss of responsiveness. Outcomes included emergency services escalation. Investigation included a review for device use issues, user technique, and product performance; additional information was requested from the customer. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with no specific device malfunction or component failure identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.